Event description:
It was reported that this right ventricular (rv) lead was attempted implant due to high out of range pacing impedance measurements, measuring at 3000 ohms, insulation issue and noise. The patient was hospitalized with a diagnosis of complete av block and was scheduled for a procedure. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is not expected to be returned for analysis as the lead was destroyed due to patient condition of hepatitis bplus.